Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the reported event was confirmed. The event was determined to be caused by moisture infiltration of the touchscreen. A potential cause for moisture infiltration into the touchscreen is the screen being sprayed with a cleaning solution or liquid collecting at the base of the touchscreen. Proper cleaning methods are outlined in the care instructions document, which is referenced in the labeling review section.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device got stuck while screen loading and it seemed to be running slowly and reacting intermittently to touch. The procedure was cancelled. This was discovered prior to the start of the case. However there has been no confirmation that no anesthetic was used. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that the device got stuck while screen loading and it seemed to be running slowly and reacting intermittently to touch. The procedure was cancelled. This was discovered pripr to the start of the case. However, there has been no confirmation that no anesthetic was used. There were no adverse consequences and no medical intervention reported.